Manufacturer narrative:
The insulin pump was received with intermittent response from one button due to a flattened button dome switch. No button error alarm was noted during testing. The lcd keypad connector was not found unlocked during visual inspection. The pump was received with normal operating currents. The pump was monitored and no battery out limit alarms occurred. The following physical damage was also noted: cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was approximately 180 mg/dl. Troubleshooting was initiated for the button error alarm. The customer mentioned that the only possible cause for the error was that he might have leaned against something since he keeps the pump on his side. Additionally, one of the buttons on the insulin pump was stuck and not coming back up. The customer was unaware of what caused the keypad anomaly. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instructions. The insulin pump was returned for analysis and a replacement device was shipped to the customer.